Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). A call to technical services on (B)(6) 2013 states that atrial tachy response {atrs) were noted due to far-field oversensing in ventricular sense events. Cross chamber blanking is smart. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).